Manufacturer narrative:
Additional information was received that the patient's tremors were caused by the stimulation, however, it was mentioned that the patient had some many health problems which doctors could not help. Reprogramming was done and the tremors decreased. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing leg tremors. The physician was not sure what was the caused and unknown if it is device related.

Event description:
A report was received that the patient was experiencing leg tremors. The physician was not sure what was the caused and unknown if it is device related.